Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k) - k130520. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product release decision control sheet of the involved product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the involved capiox device was used during the procedure. There was leakage of liquid and hematic foam through the gas vent outlet. After a 318-minute bypass, the bypass stopped; 15 minutes after the patient's hemodynamic status required resumption of bypass for assistance. The event rapidly became worse, so the decision was made to change the device. The actual sample was changed out. The final patient impact and the procedure outcome was not reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. It was initially reported the actual sample was available for evaluation; however, it was confirmed the actual sample is not available. Therefore, sections d10 and h3 have been updated to reflect no device available. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. No anomaly was noted in the performance of the involved fiber lot tested during the shipping inspection. Based on the description of the event, "leakage of liquid and hematic foam through the gas vent outlet", it is likely that a plasma leak occurred. IFU states: a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. It is likely that due to a change in the blood properties, a surface-active substance may have been generated in the blood. This may lead the balance of the surface tension between the gas and blood which is kept at the micro pores on the surface of the fibers to be upset, and the fibers became hydrophilized, resulting in plasma leak; the pressure inside the oxygenator module raised by some factors, such as clotting, may cause the pressure applied from the blood channel to the gas channel to increase. This may create the circumstances where force to push the blood corpuscle components out into the gas channel may increase and plasma component could easily leak out through the micro pores on the surface of the fibers to the gas channel. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.